Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact. All of the keypad buttons were found to be responsive. The keypad was removed and contamination was observed under the button contacts. The keypad flex was found to be peeling from the base.

Event description:
The patient contacted animas on (B)(6) 2012 stating all of the keypad buttons were unresponsive for six to eight months. The patient claimed the keypad button symbols were worn off. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly wore the pump in a pocket and cleaned it with a soft cloth and warm water. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.